Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) oss410 osseotite parallel walled for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the oss410 osseotite parallel walled. DHR review was completed for the subject lot number 478899. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 478899 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture: implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : device was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported implant fracture with inflammation and pain at tooth site 35. Implant crown was loose. Patient has been rescheduled for the removal of the remaining part of the implant.